Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The distal suj was installed onto a golden system where the 26002 error was triggered in normal mode, replicating the reported event. The suj was then installed onto a patient fixture test platform (pftp) and failed tornado friction test. Upon visual inspection, no issues were found that would be related to the reported event. The umc was installed and tested onto a golden pca system where the component functioned as expected. The system started up without any error, all the motors were driven the full range of motion without any issue. The system ran 20x power cycles with this board, all passed. Th umc was tested at slot1 and slot2, both passed. The board remained on the test in normal operation for several hours, there is no error reported. No issues were found during visual inspection. Root cause is attributed to a faulty motor module. The upd was installed and tested onto a golden pca system where the component functioned as expected. The system started up without any error, with good image. The audio is loud and clear. Epo functionality test, passed. All the gantry motors were moved the full range of motion test deploy for draping function without any issue. Voltage and current monitoring are within range. The system ran 20x power cycles with this board, al passed. The upd remained on the test system for hours in normal operation with no issue. The usm was tested on an in-house system and triggered no errors. The usm was also tested on the pfpt and passed all related tests. Upon further investigation, there was no fluid intrusion or physical damage. Remotefe logs also shows errors 26002, 307, 1007 and 25730 starting from the suj to the acs. The fcp board is consistent with the reported event. The proximal suj was installed onto a golden system where no errors were triggered at startup in normal mode. The unit was then installed onto a patient fixture test platform (pftp) where the suj passed all applicable test. The root cause is attributed to the acu pca and horizontal rolling loop.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal motion controller (umc), universal power distribution (upd), universal surgical manipulator (usm), distal setup joint (suj) and proximal suj. The system was tested and verified as ready for use. Isi has received the usm and distal suj associated with this complaint for evaluations, but evaluations have not been completed as of the date of this report. Isi did not receive the remaining products involved with this complaint to perform failure analysis. The probable root cause cannot be determined based on the information provided. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, a nurse called in about a fault 26002 on universal surgical manipulator (usm) 1. Prior to the call, the customer had restarted the system a few times, but the error came back immediately. The intuitive surgical, inc. (Isi) technical support engineer (tse) checked the logs and confirmed the issue was pointing to setup joint 1. The customer continued the procedure with 3 usms after usm 1 was moved out of the way. The procedure was completing as planned with no reported injury.